Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reported going to the emergency room at (B)(6) with diabetic ketoacidosis (dka) on ((B)(6) 2025 at 11pm). The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours on their hip/buttocks. They could smell insulin and noticed the pod was leaking. The patient changed the pod themselves before going to the hospital. Symptoms reported include hyperglycemia. The patient was diagnosed with diabetic ketoacidosis and treated with continued insulin from the newly applied pod and an unspecified intravenous fluid administration. The patient was released from the emergency room on (B)(6) 2025 at 3 am (after 4 hours in the emergency room).